Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unsure') in an adult female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), migraine ("migraine/headache") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and migraine to be related to essure. The reporter commented: essure placed bilaterally. One trailing coil on right/five trailing coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there was a leak on one side so it may not have attached fully on one side. Essure not properly placed right tube- as per mr. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unsure') in an adult female patient who had essure (batch no. 787215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), migraine ("migraine/headache") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and migraine to be related to essure. The reporter commented: essure placed bilaterally. One trailing coil on right/five trailing coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: there was a leak on one side so it may not have attached fully on one side. Essure not properly placed right tube- as per mr. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: previously reported event "injury" was deleted and lot number, lab data,concomitant medication added and following events were added:migration of essure device, migraine/headache, abdominal pain. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.